Event description:
It was reported that the patients right ventricular (rv) lead exhibited high thresholds which was found to induce phrenic nerve stim in the patient. A lead revision was conducted. During the revision procedure the lead helix would not extend after it had been retracted. The lead was removed and a new lead was utilized. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix exceeded specification the number of turns to extend and retract. The analyst noted that visual inspection found that the lead was returned with severe damage in fixation site. The helix had tissue on it. Helix was compressed inside the sleevehead. The guide tooth was damaged and the drive shaft lug stuck behind the retraction stop. /over-retracted. Therefore, no further helix's function can be performed. If information is provided in the future, a supplemental report will be issued.